Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted along with concurrent cystourethroscopy due to stress incontinence. It was also reported the patient underwent a gynecological procedure on (B)(6) 2015 and mesh were implanted. It was reported that she experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported the patient underwent mesh removal of exposed mesh on (B)(6) 2010, the patient underwent pelvic floor revision with release of right sacral spinous ligament due to dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced mesh exposure and bladder defects secondary to retained mesh. It was also reported that patient underwent anterior colporrhaphy with insertion of mesh and repair of cystocele, bilateral sacrospinous colpopexy with anterior intraperitoneal approach, and perineoplasty with repair of rectocele on (B)(6) 2010 by dr. (B)(6) due to stress urinary incontinence, pelvic floor relaxation, rectocele, and cystocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.